Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of magnesium and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device had delivered an unspecified volume of medication less than expected. No specified event details were provide. The device was removed from clinical use. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided, including if therapy was continued using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.